Manufacturer narrative:
The ¿ 510k: this report is for an unknown dps radial stem/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown if/when the device has been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of the radial head prosthesis system on an unknown date due to post-operative loosening with clinical symptoms. No further information is available at this time. This report is for an unknown dps radial stem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall updated. Synthes manufacturing location. Corrected recall number. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.